Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. The x-stage cover was adjusted. The system was then fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that while on site and before a case it was noted that the system would only extend about 6 inches before the system would make a hard stop and wouldn't move any farther. No patient was present.